Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent lysis of pelvic adhesions and salpingo-oophorectomy due chronic pelvic pain, bilateral paravaginal detect and cystocele. The patient underwent mesh implantation on (B)(6) 2009 due to sui. It was reported that following insertion the patient experienced pain, urinary problems, and dyspareunia. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent collagen bulking of the urethra on (B)(6) 2009 due to stress urinary incontinence. It was reported that patient underwent laser vaporization of vagina on (B)(6) 2011 due to vaginal intraepithelial neoplasia grade 1. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.